Manufacturer narrative:
Reported event: an event regarding a size/fit issue involving a sleeve was reported. The event was not confirmed. Dimensional & functional inspection: not performed as there is evidence from the visual inspection that the device is damaged. Material analysis; ma - damage observed on the sleeve consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Opened a unitrax sleeve, ctpr, +0, ref (B)(4), lot 58877002. Sleeve was placed in unitrax head, correctly, then the surgeon attempted to impact it on a size 5, omnifit, ctpr stem. Taper did not engage. Sleeve spun around on trunion of stem. Ctpr trialing fit correctly prior and during situation.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Opened a unitrax sleeve, ctpr, +0, ref (B)(4), lot 58877002. Sleeve was placed in unitrax head, correctly, then the surgeon attempted to impact it on a size 5, omnifit, ctpr stem. Taper did not engage. Sleeve spun around on trunnion of stem. Ctpr trialing fit correctly prior and during situation.